Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd q-syte¿ luer access split-septum stand-alone device was leaking from the anti-reflux valve. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: a DHR was not performed as the lot number was unknown. Received a q-syte assembly with no packaging material. Visual/microscopic evaluation: no physical-mechanical damage was observed on the top disk of the septum the column wall revealed damage (cut-tear) damage (tear) was observed on the slit of the septum bottom disk (disassembled after leak test) water leak test: the test was performed by connecting the q-syte assembly into the lab provided valve. No leakage was observed on the un-actuated position. Leak occurred when the unit was tested in the actuated position. The source of the leak was the cut found on the column wall and out the vent plug. Conclusion(s): a definite source that caused the damage observed on the column wall (contributive to leakage) could not be determined. Leakage due to a column tear is normally attributed to incorrect usage or excessive actuations. Q-syte product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators to ensure process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Event description:
It was reported that a bd q-syte¿ luer access split-septum stand-alone device was leaking from the anti-reflux valve. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
The corrections are as follows: medical device manufacturer: bd infusion therapy systems inc. S.a. De c.v. Manufacturing location: bd infusion therapy systems inc. S.a. De c.v.

Event description:
It was reported that a bd q-syte¿ luer access split-septum stand-alone device was leaking from the anti-reflux valve. There was no report of exposure, serious injury or medical intervention.